Manufacturer narrative:
Corrections to d1, d4, g1, g4, d1: brand name: remove: clearlink duo-vent solution administration sets. D4: catalogue #: remove: 2h8480. D4: lot #: the customer reported two potential lot numbers: (B)(6) (omitted on initial report). G1: device manufacturer name: remove: baxter healthcare ¿ cartago. G1: device manufactuer address: remove: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. G1: device manufacturer city: remove: cartago. G1: device manufacturer country: remove: costa rica. G1: device manufacturer postal code: remove 30106. G4 510k: remove k153158. Additional information added to h6, and h10. H10: a batch review was conducted on the two potential lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots .the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non dehp solution set leaked. There appeared to be small holes in the tubing. This was identified during priming with propofol. There was no patient involvement. No additional information is available.